Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead were capped and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pacemaker 2007 (B)(6); 5554-53 implantable pacing lead 2003 (B)(6). (B)(4).